Event description:
Terumo received the following reported information: the patient developed a very large hematoma with excessive bruising.

Manufacturer narrative:
D4: d4: d4: d4: e3: occupation: invasive cath lab tech or nurse. H4: the actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).